Event description:
It was reported that during a da vinci surgical procedure, the wire on the fenestrated bipolar forceps instrument was observed to be broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found that the edge of the distal pulley mechanical indentations/burrs and the surface of the distal pulley had visible scratches. It was concluded that the damage to the instrument's pulley was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.